Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that they had their leads checked to make sure the leads were still where they were supposed to be and they were, but they had not felt stimulation functioning since "say 2022." Pt noted they had the programmer replaced last year because it was lost, and even after receiving the replacement they were unable to turn stim on or make adjustments. The patient was redirected to their healthcare provider to further address the issue; agent advised they could have a rep meet with them as well to confirm the battery was depleted.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.